Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "capsular contracture", baker grade unknown. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "capsular contracture", baker grade unknown via device tracking form. This record is for the right side. The device has been explanted and replaced. The device will be returned.

Event description:
Healthcare professional reported "rupture" confirmed via mammogram. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.